Event description:
The customer reported via the sales rep that the screwdriver blades sheared during use. It is further reported that the unit was being used to insert a screw when 2 of the 4 blades sheared. It is further reported that the blades fell into the surgical site and was retrieved. It is further reported that there are no adverse consequences.

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.